Event description:
Boston scientific received information that during a left ventricular (lv) lead implant procedure, this cardiac resynchronization therapy defibrillator (crt-d) was removed from the pocket and the implantable defibrillation lead was disconnected from the can. Following the successful implant of the lv lead, the implantable defibrillation lead was reconnected to the device however high out of range shock impedance measurements were observed. A tug test was performed and it was found that the distal coil terminal pin was loose in the device header. The lead was again reconnected to the device and acceptable measurements were observed. No adverse patient effects were reported.

Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.